Manufacturer narrative:
Unit received with currents in specification. Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime/delivery and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call of receiving a motor error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer also received a check settings alarm, but declined troubleshooting. Customer was advised that insulin pump would need to be replaced.